Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of fusiform 60 mm abdominal aortic aneurysm. The aortic neck was 25 mm in diameter proximally and 20 mm distally and it was 46 mm in length. The right common iliac artery was 16 mm in diameter and 53 mm in length, the left common iliac was 18 mm in diameter and 55 mm in length, the external iliac arteries were 9mm bilaterally. It was reported that during the post-operative follow-up angiography confirmed there was a type iii junction endoleak between the contralateral gate of the main body and the contralateral limb. The endoleak was not confirmed by final angiography at the time of implant. Additional ballooning was performed and another manufacturer¿s stent was placed and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. The physician commented that the initial procedure was completed without an endoleak. The patient has been taking antiplatelet medication. It was also noted that the patient has a nasal hemorrhage and bleeding from a wound which persisted for several days. The contralateral short limb of main body has a longitudinal crease which may have led to the endoleak.